Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level was over 600 mg/dl. Her mother treated her blood glucose level with a pen. Large air bubbles were present along the tubing length. There was a large air bubble on the top by the tubing connector. Customer's current blood glucose level was 500 mg/dl. The device was not returned.